Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery damaged alarm. The root cause could not be determined and no repairs performed, as this is a stay-in device. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
A facility representative reported a colleague pump with a battery damaged alarm. Device evaluation determined the reported condition interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. There was no documented patient injury or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4), a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).